Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) batteries not charging.

Manufacturer narrative:
Updated fields: h6(type of investigation, investigation findings, investigation conclusions). A getinge field service engineer(fse) was not dispatched to evaluate the iabp pump, as the customer called and cancelled the service order by telephone. The customer stated that they procured batteries from another source to resolve the reported issue.